Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.1; d.4; d.6a; g.2; h.4

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify more than three puncture opening on the device, consist in the use of some surgical tool and opening striated in the anterior side. Based on the device analysis the final assessment is: three puncture opening on anterior assessed to surgical damage like. A striated opening in the anterior side assessed as surgical damage.

Event description:
Patient reported right side deflation. Device was explanted.